Event description:
It was reported to ge that during an mr brain biopsy procedure, a biopsy needle was incorrectly set which caused the needle to go 5 cm too far into a cyst, which might have caused a bleed. The pt is in a coma as of this report. The signa sp system showed the correct location of the cyst.